Manufacturer narrative:
Patient information not available for reporting. Date of device breakage is not known. Additional product code: hrs. Lot number is either l602389 or l549260. It is not known which of the two was the broken device. Date returned to manufacturer. Date of manufacture is either 9/4/2017 (lot l549260) or 10/17/2017 (lot l602389). Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in japan as follows: it was reported patient underwent an open reduction internal fixation (orif) for a distal radius fracture on march 19, 2018. On april 2, 2018, by unknown means, it was confirmed that the 2.4mm locking screw was broken. A revision procedure was conducted on an unknown date. Concomitant devices reported: 2.7mm titanium cortex screw self-tapping with t8 stardrive recess 16mm (402.876, lot l049419, quantity 1), 2.4mm titanium locking screw self-tapping with stardrive recess 14mm (412.814s, lot l430098, quantity 1), 2.4mm titanium locking screw self-tapping with stardrive recess 18mm (412.818s, lot l681959, quantity 1), titanium lcp volar distal radius plate extra-articular 4h head-left (442.467, lot h433725, quantity 1), 2.4mm titanium locking screw self-tapping with stardrive recess 10mm (412.810s, lot 9466209, quantity 1), 2.4mm titanium locking screw self-tapping with stardrive recess 10mm (412.810s, lot 9456721, quantity 1), 2.4mm titanium locking screw self-tapping with stardrive recess 16mm (412.816s, lot l602389 or l549260, quantity 1) . This report is for one (1) 2.4mm locking screw 16mm this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Expiration date is either 8/1/2027 or 10/1/2027, DHR review was completed for both possible lot numbers. Part no.: 412.816s, lot no.: l549260, manufacturing location: grenchen, release to warehouse date: 04.sep.2017, and expiry date: 01.aug.2027. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Part no.: 412.816s, lot no.: l602389, manufacturing location: grenchen, release to warehouse date: 17.oct.2017, and expiry date: 01.oct.2027. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. The screw implants for plates - core dossier design and clinical risk management (dcrm) document was reviewed and found to adequately address the complaint condition. Summary of the manufacturing investigation: all the relevant features were measured according to the drawing and have passed their specifications. Besides, during the manufacturing process, these relevant features were inspected and documented according to the inspection sheet. All dimensions of the screw received which are relevant for the complaint condition were measured and have fulfilled their specifications according to the drawing and work instruction. Besides, during the manufacturing process, all relevant features were inspected and documented according to the inspection sheets. The results showed that the screw was manufactured according to its specifications. Therefore, this screw was manufactured according to its quality standards and a manufacturing issue can be excluded. The two material certificates regarding to the lots l602389 (charge h339310) and l549260 (charge h130341) were requested to synthes monument since the blanks are received from that site. Both material certificate from the l602389 (charge h339310) and l549260 (charge h130341) were received and reviewed. The material certificates fulfills the specifications. Dispositions: this complaint is rated as confirmed since the screw is broken as claimed by the customer. However, from the manufacturing point of view this complaint is rated as not valid because the relevant dimensions were measured and all have passed the specifications. As this complaint is not valid therefore the review of the specific prm and pra line is not applicable. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.